Event description:
It was reported that the device was used during a carotid artery bypass procedure. It was reported by the rep that a tim20 clip applier fired approximately (3) to (4) clips. The applier was tight and sticking when the handles were deployed. The clips fired on the vessel near the aorta and the jaws of the applier remained closed and locked in place. The applier was brought back with vessel inside jaws, ripping vessel off aorta and tearing aorta. Aorta was sutured closed. Customer requests that all appliers with the same lot number be returned for inquiry. There was an extended or time of (2) hrs.